Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that her blood glucose at time of change sensor alert was 50 mg/dl. Patient's current blood glucose was 72 mg/dl. The customer wanted to treat for current blood glucose and will call back. The customer will call back to continue to troubleshoot for low blood glucose. The customer has a current blood glucose of 72mg/dl and would like to treat for that one first before going further. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.